Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was conducted and confirms one of the sizing guides is broken off. The broken piece was returned with the device. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. The device was manufactured in 2012. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during inspection the sizing guide was found broken. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.